Event description:
It was reported that the pump was under-delivering. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. A total of two (2) physical units were returned, the samples returned for evaluation were received decontaminated, without its original packaging and inside of plastic bag. Visual inspection results: no damage was found on the components. Functional testing results: no discrepancies were detected on the sample the test successfully passed (see attachments for disposable accuracy test reports); thus, the failure mode reported is not confirmed. The customer stated problem was not duplicated. The cause of the reported problem could not be determined. A DHR (device history review) was performed and no problems or issues were identified during this DHR review. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).